Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump needed power to turn back on and planned to use multiple daily injections as a backup therapy. Customer service arranged for a replacement pump to be sent and instructed caller to return old pump using a pre-paid label within 10 days.